Manufacturer narrative:
Results - bd received nine iag 16ga units from lot number 5121525. The defect of package seal integrity, as stated in the event description was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. The defect of needle retraction failure could not be confirmed, no physical mechanical evidence was found to trigger the failure and the unit successfully retracted upon activation of the white button. No significant issues were found during the review of the device history record. Conclusion - complaint confirmed. CAPA (B)(4) has been opened to address the package seal integrity issue (see CAPA (B)(4)).

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter was found before use with several malfunctions. The glue appeared disintegrated on the packages edges as ¿the peel apart edges were curled back and packages appeared to be spontaneously opening¿ this creating a sterile barrier breach. A safety failure was found as ¿the activation of the mechanical button does not appear to retract the stylet into the safety barrel without resistance.¿ there was no report of injury or medical intervention needed.